Event description:
User facility reported back-to-back blood glucose result on inform system and blood glucose result from a laboratory: inform system = 415 mg/dl and laboratory = 73 mg/dl within 10 minutes. Facility reported there was no treatment or action taken based on the results. No serious adverse event was reported. A request was made for the return of the suspect devices and replacement product was sent.